Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation was received on july 22, 2025, with catalog number mcghan240cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage also observed partial delamination in the valve assessed as adhesive failure and crack in the valve assessed as cracked valve seat diaphragm valve. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Later healthcare professional reported "possible deflation". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Later healthcare professional reported "possible deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.